Manufacturer narrative:
Product analysis result: visual microscopic visual and microscopic examination revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread and is consistent around the damaged portion of the threads. This is consistent with misalignment. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 5440430, upn (B)(4) and 510k # k102555 was cleared in the united states. Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review: submitted image appears to display implant thread and mas head damage.

Event description:
It was reported that the patient underwent transforaminal lumbar interbody fusion (tlif) on "level-1" due to lumbar canal stenosis. Intra-op, during final tightening of set screw, two screws lost their grip and set screw ran freely when surgeon placed the set screw after performing the reduction. Set screws were found cross-threaded. Screw and set screw were replaced that resolved the problem. No patient complications were reported as a result of this event.